Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced hub separation from the device. The following information was provided by the initial reporter: the needle was separated, with the shield, from the barrel and stayed in the shield.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced hub separation from the device. The following information was provided by the initial reporter: the needle was separated, with the shield, from the barrel and stayed in the shield.

Manufacturer narrative:
H6: investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle was separated, with the shield, from the barrel and stayed in the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A device history review could not be completed as no batch number was provided. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. H3 other text : see h10.